Event description:
A notch in the mouth of the instrument has broken off. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A notch in the scaling area is broken off. The other is intact. The investigation has shown that various centering pins are in fact broken off. It is possible that excessive mechanical strain led to this damage. This complaint involves the old version of the bending pliers, a new version is available. This complaint has been deemed valid, a CAPA determination has been initiated. A review of the device history record did not show conditions that could have contributed to the reported event.